Event description:
It was reported that they had two boxes that did not show early confirmation with blood flashing up the catheter. They had used them for over a year and had not experienced this issue except with this lot. The failure occurred while it was being used on a patient. Further attempts to gain access were unsuccessful, and the blown vessels required a compression dressing. The patient was a middle-aged white female. There was no patient harm.

Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
One device was returned for investigation. It was reported that sister samples were randomly sampled and tested per product specification requirements. All evaluated samples were found to be acceptable without failure. Based on sister sample analysis, the complaint cannot be confirmed. In process, product is inspected by operators using statistically valid sampling plans at defined intervals. If any nonconformances are found in process, the product is isolated, non-conformed and immediate action is taken to perform corrections. Sampling plans are based on random sampling selection and are designed to provide a high level of assurance that the true fraction defective is less than or equal to the established aql level for each quality characteristic. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number.